Event description:
A customer reported that during a surgery, after the central vitrectomy had been completed and triamcinolone had been injected, some vitreous substance was trapped in the infusion line and, since the iop (intraocular pressure) control activated, the instrument "felt" like the eye was already full and stopped the infusion. Soon after, the surgeon noticed an initial hypotony and resolved the issue by replacing the cassette. The surgery was completed with no consequences to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. It was reported by the sales rep that upon entering the operating room, he realized immediately that the replacement cassette was not properly positioned and he told the surgeon how to use it correctly. According to the rep, it is likely that when the event occurred with the first cassette, it was due to the cassette's incorrect positioning. (B)(4).